Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high pacing impedance that then settle back into normal range. A fracture of the rv lead was suspected. The rv lead therapies were programmed off, and a laser lead extraction was attempted. The rv lead separated proximal to the distal coil and only partially explanted and replaced. No patient complications have been reported as a result of this event.